Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6, d6(b), h6 reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported left side rupture and rash. The report of carcinogenic, dizziness, lightheadedness, and headaches have been deemed not device related. Healthcare professional reported capsular contracture, baker grade IV. The device has been explanted.

Event description:
Patient reported "carcinogenic", "extreme fatigue", "dizziness", "light headedness", "headaches", "rashes", "asia syndrome". Healthcare professional later reported capsular contracture baker grade IV. The device remains implanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿capsular contracture: unable to observe. ¿ dizziness: unable to observe. ¿ erythema: unable to observe. ¿headache: unable to observe. ¿ scleroderma: unable to observe. ¿ rupture: not observed. As per the investigation procedure, deformation, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5; d4; d9; h3; h4; h6.

Event description:
Patient reported left side rupture and rash. The report of carcinogenic, dizziness, lightheadedness, asia syndrome, and headaches have been deemed not device related. Healthcare professional reported capsular contracture, baker grade IV. The device has been explanted.